Event description:
On (B)(6) 2020 I was the recipient of a spinal cord simulator ser/lot (B)(6) item model 3660, patient (B)(6) ID (B)(6) as I had a history of chronic lower back pain, shooting down my legs and failed laminectomy and thought this could be the answer. My implant date was (B)(6) 2020. From the very start I had to have several 'adjustments' as I was told it would take time to program the right therapy for me. I was still in need of pain medications and injections. I believe this product was flawed from the get-go. I was told this product had a battery life of 7-10 years, mine started to go out after only 4. At one point the leads slightly shifted ((B)(6) 2022) which I was told no big deal. Several instances where I felt the battery pack, the implant, felt like it was on fire in that area followed with an itchy sensation. This was sporadic and often. The battery is completely dead as of end of (B)(6) 2024. I requested to have this replaced/removed however I do not have insurance right now. Abbot representatives are forever revolving and show no interest in helping especially without insurance. Frustrated I went online to see if I was the only one experiencing these issues and I find out that this product is a class 1 recall. I was never notified of this!!! I read that abbot send urgent notifications to surgeons however what about the patients!!! Here I was thinking I was crazy when in fact I am completely justified in all my pain and frustration, over the past year or 2 I am still in need of pain meds which requires monthly appointments and injections and even as a cash pay paying patient this all adds up for me and I am still left with some level of pain on a daily basis affecting my everyday life. As with most recalls, cars, food, toys. These products are taken back and replaced or money has been given back. I believe the same should apply here. This product is awful, harmful and really has been useless for me and someone should be held responsible abbot for one and this device should be taken out of my body at no cost to me. I should not have to be punished for a product that has been proven to be harmful just because I can not afford health care, all the while keeping my pain management appointments and meds and injections (both of which I shouldn't have needed with this product but have had to have them through this entire time span. I am asking for help, guidance in getting this product recall rectified. Please help me.